Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bowel resection procedure, on first firing it was difficult to push the lever forward. Not all staples deployed. After reloading, the second firing was more difficult to use and less staples were deployed. Opened a second stapler and completed procedure. No patient consequences reported. Produce was delayed by five minutes.

Manufacturer narrative:
(B)(4). Interrupted firing stroke. The analysis results found that the device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 5 drivers up without staples, and the remaining drivers down with staples present. In addition another reload was received with the proximal 31 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reloads were manually unlocked and the device was tested for functionality with the returned cartridge reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.